Manufacturer narrative:
The pump was received stuck in a motor error alarm loop during the bolus delivery and a motor position encoder error alarm was noted in the history file. No motion sensor test failure alarm or unexpected pump reset was noted during testing. The motor was tested outside of the device and it passed. The motor may have had an intermittent failure that was not detected during our testing. Unable to perform the occlusion, unexpected restart and excessive no delivery alarm tests due to the motor error alarm. The pump passed the self test, displacement and all operating currents measurement tests. The pump was received with a cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call of issues with their insulin pump. The customer states the pump alarmed for motor error and motor position encoder error. The customer's blood glucose level was 115mg/dl. Troubleshoot was conducted. The customer was advised the pump would have to be replaced and returned for analysis.